Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and freestyle libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section date of event is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section device manufacture date is the date abbott diabetes care became aware of the event. N/a was selected for g4-(PMA/510(k)) as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A caller reported received an unspecified low reading on the sensor when compared to a healthcare professional (hcp). The customer had contact with an hcp and received medical treatment however, details of the treatment was not provided as no additional information was reported. There was no report of death or permanent injury associated with this event.